Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 1 year ago. At the time of implant and currently the vessel morphology was reported as moderate thrombosis, moderate calcification and mild tortuosity. One year post implant during routine follow-up, the CT demonstrated that there was not much coverage in the left iliac limb. There were no twisting, kinks or endoleaks in the stent graft. The physician stated that he should have extended the iliac limb at the time of implant. The patient was treated with an iliac extension. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (moderate thrombosis, moderate calcification and mild tortuosity). Evaluation, conclusion: (moderate thrombosis, moderate calcification and mild tortuosity).